Event description:
It was reported that a faradrive steerable sheath during procedure to treat an atrial fibrillation (a fib) presented a leak and air aspirated. When trying to aspirate the sheath with farawave inside the sheath, air ingress always occurred through the valve. Many troubleshooting maneuvers were attempted but did not work. Exchanging the sheath immediately resolved the issue. The procedure was completed without patient complications. The device was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.